Event description:
Procedure: appendectomy. Stoppage of blood via hf surgery! Reportedly, the meso-appendix was treated with the device, however, "massive" arterial bleeding occurred after 1 minute. The bleeding was stopped via "high frequecy" generator (cautery) and there was no patient injury reported.

Manufacturer narrative:
Date of initial report: 10/11/2006.